Event description:
It was reported that one day post ventricular assist device (vad) implantation, the patient underwent a chest x-ray which showed a c omplete left lung white-out. A chest tube placement was recommended. A bronchoscopy was done, and a large tissue mass was removed from the left bronchus with significant improvement in lung aeration. A new chest x-ray showed left pleural effusion. The nurse noticed that the left upper and lower extremity was weaker than the right. The patient was administered a vasodilator and was placed on ac/vc. Brown secretions were noted from the endotracheal tube. A chest computerized tomography (CT) scan showed left lung consolidation and anterior mediastinal collection. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the hvad destination therapy post approval study. Product event summary: ventricular assist device (vad) hw35302 was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that, one day post-implant, a chest x-ray showed a complete left lung white-out. A bronchoscopy was done, and a large tissue mass was removed from the left bronchus with significant improvement in lung aeration. A new chest x-rays the next day showed left pleural effusion and the nurse noticed that the left upper and lower extremity were weaker than the right. The patient was administered a vasodilator and was placed on ac/vc. Brown secretions were noted from the endotracheal tube. A chest computerized tomography (CT) scan showed left lung consolidation and anterior mediastinal collection. Based on the available information, including the occurrence of the event one day post-implant, the device may have caused or contributed to the reported event. Per the instructions for use, pleural effusion and respiratory dysfunction are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.